Event description:
It was reported that when the device was used during a hermorrhoid procedure, it delivered an incomplete staple line. Sutures were used to finish the procedure. There was no patient consequence.

Manufacturer narrative:
Event summary: the analysis results found that the instrument arrived with the knife damaged. The knife was damaged in a manner that is consistent with the knife contacting a hard object during the firing stroke. When this occurred, a section of the knife-edge rolled outward and it damaged the inner diameter of the guide. The breakaway washer cut was consistent with this observation and indicates that the anvil was pushed far enough off center to result in an incomplete cut and placement of staples into the washer. This situation normally occurs when the tissue is not evenly distributed in the instrument. The instrument was reloaded with staples and fired. It fired, cut and formed all the staples with no anomalies noted.